Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having battery issues. A weak battery and a failed battery occurred. Troubleshooting was performed. The customer also reported off no power on the insulin pump. Troubleshooting was performed. The off no power alert did not occur prior to the off no power. The customer is on the way to the hospital for their blood glucose and no way to control his sugars without his insulin pump. The customer's blood sugar was 343 mg/dl.